Event description:
Customer reported that on (B)(6) 2012 at 10:00 pm, he experienced symptoms of "frequent urination (and) cramps" and stated he "felt lethargic while at home watching tv". On (B)(6) 2012 at 5:00 pm, customer received a reading of 158 mg/dl on his adc blood glucose meter, which was lower than he felt. Customer denied self-treatment. Customer self-presented to the emergency room and a reading of 1024 mg/dl was obtained (unspecified source) at approximately 12:30 am on (B)(6) 2012, from the hospital. Customer was reportedly diagnosed with hyperglycemia and dka and treated with intravenous fluids and insulin drip. Customer further stated "after his blood sugar went down, he was given glucose drip". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.